Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller states the patient is being admitted to the hospital for an acute bulge in their lumbar spine that is impinging on their left s1 nerve root, causing back pain and paresthesia. Caller would like someone to come adjust it or turn it off for neurosurgery. Caller states it is not an emergent surgery. Caller states this began yesterday. Tss transferred caller to nas.